Event description:
It was reported intermittently the system locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The external interface was evaluated and replaced. A complete sbc upgrade was performed. The system was tested and found to be working as intended and returned to service.